Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was foreign matter inside the lens is visible at the bottom left of the image on the subject device. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Foreign matter was found adhered to the charged coupled device (ccd) lens. During evaluation, another reportable malfunction was found where the distal end was not properly secured, due to peeling of the tip adhesive. Based on the results of the completed investigation, the root cause of the reportable malfunctions could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.